Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump had alarmed due to it detecting movement in the hall sensor when the device did not command motor movement. Customer's blood glucose was unknown. It's unknown if troubleshooting was performed. The device is returning for analysis.

Manufacturer narrative:
The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin pump error alarm noted and rewind functioned properly during testing. The motor was tested outside of the device and passed. The insulin pump received with scratched case, stained serial number label, pillowing keypad overlay, and minor scratched lcd window.